Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument cable was torn. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. The broken grip cable had pieces missing from it. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did exhibit damage that would have contributed to the cable breaking. Additional observations related to customer reported complaint: the instrument was found to have a segment of the conductor wire dislodged and sticking out from the distal clevis. A loop of wire was sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. Components adjacent to the dislodged wire did show damage. Further, the instrument was found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. The complaint was confirmed by failure analysis.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was further evaluated by failure analysis engineer (fae) on (B)(6) 2024. Initial findings were partially confirmed. The instrument was confirmed to have a broken grip cable, however, upon further review, a fragment was not identified. It appeared that the other end of the broken grip cable had traveled into the main tube and therefore, was not visible. The hypotube that contains the broken cable was removed and the length of the cable indicated that no pieces were missing. Additionally, it was observed that the length of the broken cable segments was all the same which was consistent with the cable breaking at the crimp. There were no missing pieces identified. It was also found that the proximal cables were dislodged rather than broken. This was a result of the broken cable traveling up the main tube allowing for slack in the backend which then caused the cables to get dislodged.

Event description:
Refer to h10/h11 for follow-up information.